Event description:
It was reported that the device partially fired. The surgeon was able to remove the instrument from the tissue. The case was completed with a similar device with no patient consequence.